Manufacturer narrative:
At this time, the product has not been returned. If the product is returned and analysis will be performed, a supplemental report will be filed if there is any further relevant information from that review.

Event description:
It was reported that the patient implanted with this implantable cardioverter defibrillator (ICD) was active and lifts heavy weights that the patient right ventricular (rv) lead got dislodged from the clavicle. Further, the device and leads were explanted. No additional adverse patient effects were reported.